Event description:
It was reported that in 2010, the patient had an anxiety attack episode and was evaluated. The patient was told there was a problem with the rv lead and the lead was turned off. Three years later, the lead was capped. No further information is available.

Event description:
New information received notes that prior to the lead being capped, increased capture threshold was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.